Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. H10: section d2 FDA procode updated based on information known at this time. Catalog item ID and 510k is unknown at time of report.

Event description:
It was reported the monitor did not generate an alarm when the spo2 sensor became disconnected from the patient. During anesthesia induction, the anesthetist left the patient un-ventilated during central line insertion post-induction. The spo2 sensor came off during this process and another anesthetist walked into the room, noting a flat trace on co2 and the spo2 sensor disconnected, with an spo2 value of 30%. The sensor was placed back on the patient, who was promptly ventilated and oxygenated, ultimately resulting in no harm. It was noted the co2 alarms on the gas analyzer are turned off as a default.